Event description:
According to the facility the syringe broke at the tip during induction when pushing a medication in line.

Manufacturer narrative:
According to the facility the syringe broke at the tip during induction when pushing a medication in line. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.